Manufacturer narrative:
A specific root cause could not be identified. Based on the provided qc data, a general reagent issue could be excluded. The most likely root causes include a pre-analytical issue causing clot formation during incubation or bubbles or foam on the assay reagent or on the system reagent surfaces. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complaint about many sample aspiration alarms and stated out of 80,000 samples tested per day, they have 1800 cases of discrepant results. Data was provided for one patient sample with a questionable low elecsys tsh assay result. The initial result was 0.132 uui/ml and was reported outside the laboratory. The result was questioned as the patient had a history of elevated tsh. The sample was repeated and the result was > 100 uui/ml and with a 1:10 dilution, the result was 246.6 uui/ml. The patient was not adversely affected. The reagent lot number was 226376 with an expiration date of 30-nov-2017.